Manufacturer narrative:
The product was not returned. Gms reviewed the provided photo. One photo of the iol was provided for this case. The photo shows a narrow optic section directly illuminating the mid-peripheral portion of the iol through a dilated pupil. Within the area of the iol that is visible there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microascales. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Global medical safety provide a review of the provided photo. The photo shows a narrow optic section directly illuminating the mid-peripheral portion of the iol through a dilated pupil. Within the area of the iol that is visible there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced negative iridopsia and glistening was noted six days postoperatively. Additional information has been requested.